Event description:
It was reported that the patient was seen in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. Multiple episodes of noise reversion were also noted on the stored electrocardiograms. The device was reprogrammed. On (B)(6) 2014, the lead was capped and replaced. The patient was stable during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.